Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 02-dec-2024, that changed the reportability of the event as related to this product reported in this medwatch report. [Additional information]: on 02-dec-2024, additional information was received via email. Per the information, the subarachnoid hemorrhage was reported in the left m3 territory. The cereglide was used in the m1. ¿it is likely related to the stroke.¿ there was no vessel injury / trauma that may have led to the reported subarachnoid hemorrhage. Per the additional information received on 02-dec-2024, it was reported the cereglide71 catheter was not used at the site of the hemorrhage. The event of ¿subarachnoid hemorrhage¿ was attributed to the patient¿s index stroke. It was also reported there was no vessel injury / trauma that may have led to the reported subarachnoid hemorrhage. Based on this information, the correlating relationship between the event to the used device as a contributing factor can be ruled out. Therefore, the event of ¿subarachnoid hemorrhage¿ no longer meets us FDA medical device reporting criteria. The file will be re-reviewed if additional information is received at a later date.

Event description:
The event was reported via the excellent study, the 69-year-old female patient with a history of atrial fibrillation, hyperlipidemia, hypertension, and smoking (previous), presented with a witnessed stroke on (B)(6) 2024 at 15:00 hour. The patient was presented to the treating hospital on (B)(6) 2024 at 22:53 hour. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was ¿undetermined etiologies.¿ the patient¿s baseline nihss score was 17 and the modified rankin score (mrs) was ¿4-moderately severe disability. Unable to walk without assistance and unable to attend to own bodily needs without assistance.¿ on (B)(6) 2024, the patient underwent an endovascular mechanical thrombectomy procedure using a 132cm cereglide 71 intermediate catheter (nic71132u / 31319275) to target an occlusion in the m2 segment of the left middle cerebral artery (mca). The pre-pass mtici score was 0. The first pass was made using the cereglide 71 via direct contact aspiration device alone, which resulted in an mtici score of 0, with no clot retrieval. Due to persistent clot, devices were exchanged, and the second pass was made using a 4mm x 41mm trevo® stent retriever (stryker), which resulted in an mtici score of 3, with clot retrieval in the stent-retriever. No further passes were made. During the procedure, a guidewire was used, but the brand was not specified. A headway® 21 microcatheter (terumo neuro) and phenom¿ 27 microcatheter (medtronic), an axs vecta 46 intermediate catheter (stryker), and 9f merci® balloon guide catheter (stryker) were also used. There were no intraoperative study device deficiencies. The patient¿s 24-hour post-procedure nihss score was 20. The patient experienced a subarachnoid hemorrhage (sah) on the same day as the procedure, (B)(6) 2024. The principal investigator (pi) assessed this event as not serious, mild in severity, and as not related to the embotrap study device (not used), not related to the embovac large bore catheter (not used), not related to the cereglide71, but possibly related to the primary procedure. The event was not medically/ surgically treated. The outcome is recorded as ¿not recovered/not resolved,¿ with no end date listed. The study site became aware of the sah on (B)(6) 2024, the sponsor was made aware of the event on 12-nov-2024. No further information was made available at the time of this review.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, and gender were not provided. Section d.2b: procode is nry/qjp. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (31319275) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Subarachnoid hemorrhage is a known potential complication associated with the use of the cereglide71 catheter and is listed in the instructions for use (IFU) as such. There was no alleged quality issues related to the used device, as the device performed as intended. There may be patient, procedural, and pharmacological factors that may have contributed to the event with no indication of a device malfunction or defect. The event of a ¿subarachnoid hemorrhage¿ was assessed by the pi as unrelated to the cereglide71 catheter but possibly related to the primary surgical procedure; however, since the cereglide71 was used during the procedure, the correlating relationship between the event to the used device as a contributing factor cannot be ruled out entirely. Additionally, the severity of the event/impact to the patient is unknown. Based on this information, the event of a ¿subarachnoid hemorrhage¿ meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.